Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was not returned for evaluation. Based on the available information, the most likely root cause of the low pump flows was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 62-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced sudden low pump flows and suction alarms. The patient was taken for pump exchange. Upon explant, a large clot was observed, and the pump was sent to pathology. There was no reported harm to the patient.